Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer changed their infusion set site and cartridge multiple times and continued to received occlusion alarms. The customer experienced a blood glucose (bg) level of 500 mg/dl and small ketones. Manual injections were administered to address the bg level. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.